Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, crossing and inflation difficulties were encountered. The 99% stenotic lesion was located in the calcified and severely tortuous distal left circumflex (lcx) coronary artery. Crossing difficulties were encountered with the 15mm x 1.5mm maverick2 monorail balloon catheter and it took approximately 10 minutes for the device to cross the lesion. According to the customer, the balloon failed to inflate due to a tear in the balloon material. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".